Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The foreign matter bubbled in the presence of peroxide. One tr band was returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The foreign matter bubbled in the presence of peroxide. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: recovery nurse. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient had a percutaneous coronary intervention (pci). Placement of the tr band was accurate and tightness was appropriate. There was 14ml of air in the tr band at time of leaving the room and getting to recovery. When the nurse went to release air out of the tr band at the two-hour mark, she noticed the band was completely deflated. The patient did not bleed, however there was small brusing above the tr band. When taking the tr band off, the site looked completely fine and hemostasis was achieved. The estimated blood loss was less than 250cc. The patient remained in stable condition. There was no noticeable damage to the device.